Event description:
It was reported that during an unknown procedure, the device fired in an uncontrollable way. No patient consequence were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.